Event description:
It was reported that the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer (rtos). System operates as intended. (B) (4)